Manufacturer narrative:
All batches are released according to the required specifications; all testing results were within specification for this batch. Investigation showed no remarks related to this complaint in our batch record blistering; periodic in process control integrity tests were satisfactory. No in process control remarks were observed in our batch record packaging. A 100% visual inspection is performed after blistering; incorrectly sealed blisters are rejected. No sample was received by manufacturing for evaluation. The seal integrity of the reference samples was checked and satisfactory. As no sample was returned and the retain samples were conforming with no manufacturing related issues identified, a conclusive root cause could not be determined. An extensive production investigation is performed together with our investigation team to determine the most probable root cause for this complaint. The systems and seal plates were checked to verify if there could be a system or equipment defect. No defects were observed. Based on interviews of the operators, this aspect is never seen during in process control or blistering but also after sterilization during packaging. Since a 100% visual inspection is performed after blistering and the blisters are checked twice, these items should have been detected and therefore it is concluded that they were sealed initially. The defect cannot be led back to material lot numbers of the tyvek foil nor to a certain cavity position in the blistering machine. Since the received complaints concern the dual product kit presentation and not a universal presentation of the same blister cavity, it is observed that the root cause can be related to the larger blister cavity in which two syringes are placed. Therefore, more slack is present allowing components to be misaligned in the blister package. In addition, these blisters were optimized with an extra cavity for placement of the second locking collar, so in cases where the locking collar is not positioned correctly in this foreseen cavity, there will be more stress on the tyvek. Based on the investigation, potentially the seal got partly loose from the blister just after the sealing, when the glue was still warm. This potentially could have been caused by a misaligned syringe or locking collar which is also visible with returned blisters, putting upwards pressure on the tyvek. A detection system is in place on the blistering line to detect whether no materials are coming above the blister border. This check is located after blister sealing and is verified at startup of every run. Possibly the concerning items of this complaint were not detected or rejected as they should. The available data indicate that this is not a general problem for this lot and can be considered isolated cases. No specific defect to the system could be identified. Related to the possible endophthalmitis, a potential root cause could be attributed to a solution quality issue however, this is very unlikely since chemistry and microbiology data must met requirements prior to release of product. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. The blister contains a warning "do not use if sterile barrier is breached". Our operators will be retrained on the occurrence and awareness of the complaint. The system check on the height of components in the blister will also be done at the end of the order. An evaluation will be done whether a further optimization of the blister cavity, placement systems and/or detection systems will be required. (B)(4).

Event description:
A nurse reported that a viscoelastic product was used in a cataract procedure with iol implant in the right eye. One day postoperatively, the patient exhibited no problems. Over the weekend, the patient suffered endophthalmitis and experienced a very painful eye which required a vitrectomy procedure to be performed. Additional information has been requested.